Event description:
Pt coming off support post coronary bypass required internal defibrillation, paddles used twice successfully. On the third time the paddles failed. Required switching to another set of paddles. No known harm to pt.